Event description:
It was reported that air entered the line below the pumps air in line detector. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date: 3/16/98.